Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Customer reports the softclix lancet will not retract. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Lancet lot number bar049.